Event description:
It was reported that, "patient had a t8-illium fusion in (B)(6) of 2009. (B)(6) brought the pt back because both of the rods were broken. He exchanged the rods and crosslinks and blockers but left all the screws in."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.